Manufacturer narrative:
(B)(4):the keypad was found to be peeling around the up arrow keypad button. The audio bolus button was found torn. A damaged keypad/ button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged keypad/button cover should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the keypad buttons and the audio bolus button were responsive to button presses. There was evidence of contamination found under the key contacts.

Event description:
The distributor contacted animas on (B)(6) 2012 and reported that the ok, contrast, up and down arrow keypad buttons were unresponsive. No other information is available at this time. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).